Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) was received from the customer with no complaint information. The epg was tested and it was found that the pacing rate was "not accurate." The status of the epg is unknown. No patient involvement was reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) was received from the customer with no complaint information. The epg was tested and it was found that the pacing rate was "not accurate." The status of the epg is unknown. No patient involvement was reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).